Event description:
It was reported to philips that a service provider had ordered parts. No failures or issues were reported. However, parts were later received for failure analysis indicating replacements occurred in order to resolve an issue. There was no reported patient or user involvement and no adverse patient/user impact. One power pca was returned for failure analysis. The customer did not provide a reported allegation associated with this part. However, it was found during lab testing the device powered up with a blank screen due to an open fuse f7. The fuse was replaced with a known good one and the device powered up normally and passed all related tests.